Event description:
Same case as MFR# 2134265-2009-02249, 02250, 02255. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation and patient death occurred. Access was gained through a radial artery. The lesion being treated was located in the severely calcified left anterior descending (lad) artery. The physician used a rotablator; multiple runs were performed with a 1.25mm burr. Then the burr and rotawire were exchanged for a 2.0x15mm quantum maverick balloon and a non-bsc wire and a non-bsc guide catheter. Balloon inflations were made with the 2.0x15mm quantum maverick balloon. Then the physician deployed a 3.50x28 taxus liberte stent. Upon deflating the balloon and taking a shot of contrast they noticed a perforation. The physician attempted to use a non-bsc covered stent to treat the perforation, however, the patient passed away. Device relationship to the event is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.